Event description:
Customer reported receiving an error alarm on the insulin pump during the fill tubing process. Customer stated that insulin was squirting out during the manual prime process. Blood glucose level was 123 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed prime during prime test and during the basic occlusion test due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked display window corners, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.